Event description:
A malfunction on the pump was reported by the caller, which occurred when the device was near x-rays. There was no reported impact to the customer¿s blood glucose level, as the caller was unable or declined to specify any adverse effects. Technical support provided information to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.